Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon review of the event, it has been determined that this event was a result of a coinciding procedure, and will be reported under medwatch 0001825034-2019-00209. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157852 ¿ magnum cup ¿ 849260, 15-103203 ¿ taperloc stem ¿ 571490, 139252 ¿ magnum insert ¿ 615460. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00554, 0001825034 - 2019 - 00557, 0001825034 - 2019 - 00558.

Event description:
It was reported that the patient underwent right hip revision approximately 7 years post implantation. During the procedure, the patient experienced an estimated blood loss of 2800ml, which required a blood transfusion.